Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Left motor gearbox was replaced a month ago, now the same motor / gearbox has leaked oil onto his customers carpet. The dealer said he was not waiting for me to fill out cnf because he was driving at the time. He said he would get hold of his sales representative and hung up on me. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsi, serial number/date (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1154294 rev. H (jun-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.